Event description:
International affiliate reports the valve was implanted in 2001. The patient developed hydrocephalus and the valve pressure could not be changed. The patient fell and experienced disturbances of consciousness and vomiting. The surgeon suspected shunt failure and explanted the valve.